Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There was blood/body fluid on the distal conductor (not obstructed). It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism, there was a tip seal observation. Damaged at implant. The lead was received with the stylet stuck in the distal coil and the blood on the distal coil prevented the stylet from being removed or the helix from extending and retracting. Stylet there was blood on the stylet, the stylet was bent. Damaged at implant. Without a lot number or device serial number, the manufacturing date of the stylet cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date of the stylet cannot be determined.

Event description:
It was reported that during an implant, the right ventricular lead helix was difficult to extend and retract and fix to the tissue. The stylet was also temporarily stuck in the lead. The lead was not used. Another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant, the right ventricular lead helix was difficult to extend and retract and fix to the tissue. The stylet was also temporarily stuck in the lead. The lead was not used. Another lead was implanted. No patient complications have been reported as a result of this event.